Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, the surgeon used rapidsorb screws and plates on a two year old boy with a cerebral. Since there was no angle on the skull, the plates fit without heating and molding. The surgeon used three rapidsorb plates and six screws to fixate the bone flap. It seemed to go very well, but it was noted the bone flap was not as tightly fixated as normally with cranial clamps or sutures. When suturing the periosteum and muscle one of the screw heads broke off under what the surgeon stated was normal pressure and a new screw had to be placed. While doing this, another screw head broke off. Another screw was not available, so the surgeon placed sutures through the bone to have the flap well fixated. While doing this, the surgeon had to put some force on the bone flap to make enough room for the suture needle. Another screw head broke off and another suture needed to be placed. In the end, three screws in total broke on two of the plates; one was replaced with another screw and the other two were replaced with sutures. The procedure was delayed for twenty to thirty minutes. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Date of birth reported as approximately 2012, month and day unknown. Device has not been explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, the surgeon used rapidsorb screws and plates on a two year old boy with a cerebral tumor.